Manufacturer narrative:
(B)(4). Date of event is 2020. Event day and event month were not reported. Investigation summary: the analysis results found that the er320 device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged (hole). The damage was noted to be from the outside to the inside. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. It appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information that you provided is compiled, monitored, and reviewed on a routine basis for any associated trends. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that prior to use in an unknown procedure, the customer reports product er320 had hole in packaging. Product was not used in a surgery. There were no patient consequences.